Event description:
The patient (B)(6) received an scs system including a percutaneous lead on (B)(6) 2010. It was reported the patient was without stimulation. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. Intraoperative testing of the lead found invalid impedance measurements. As such, the lead was replaced. Visual examination of the device upon explant revealed broken wires.

Manufacturer narrative:
Evaluation results: as received, all the wires of the lead were broken at approximately 15cm from the strain relief. No continuity testing could be performed due to the broken wires. Since there was no outer tubing damage, the broken wires were consistent with the overstress condition the lead was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.